Event description:
During preventative maintenance service, the field service engineer (fse) identified that the universal surgical manipulator (usm) 1 failed the carriage strength test. There was no patient involvement and no customer-reported complaint.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) performed the preventative maintenance (pm) service. As a result of the issue identified, the fse replaced the usm. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The issue was confirmed as having occurred via a review of the logs and was replicated in-house. The unit was tested on an in-house system and passed normal mode. The unit was also tested on a testing platform and failed the carriage strength test.